Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the rep was not with the patient, but called to report that a co-worker said they did not get any coupling bars. The rep asked how to do the al test. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported there may have been a misunderstanding between the patient and the person who taught them how to recharge. The patient was re-taught how to recharge and they got 8 coupling bars. It was also reported the challenge in this station was tacking down the ipg as it is a bit loose in their chest. The patient is thin and has only been implanted a week. Also, they sleep on their side and it's unknown if that's the side the ipg is on. The patient is going to be seen by the surgeon to check ins placement. The poor coupling has resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient said their system seemed to be working normally but they were concerned it was not draining quickly enough. The patient has continued symptom control and their recharger and patient programmer read the charge level consistently. They let five days pass since 100% charge and it was still not down to 75% and was showing charge sufficient screen. The patient has low amplitude settings. The ins has drained properly in the past and they don't think the ins should hold a charge as long as it is. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and was confirmed by the healthcare provider (hcp). It was reported the cause of the poor coupling was unknown. The patient was to be seen next week sometime for follow-up. The issue remains unresolved at this time. No further complications were reported.